Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they mentioned that they did not change their settings and they knew something was wrong. Their infection came after they realized that and it was too late.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim patient reported that they were going to the bathroom like crazy and too much which started around june and this past weekend. Patient also reported that they believes that they have an infection because they were unable to change program/settings. Patient also reported that they believe something was wrong because patient cringe when they urinates. They also started that they were not feeling stimulation. No further complications were noted or anticipated.